Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) device was not pumping. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Getinge field service engineer (fse) checked & batteries were found to fail after 40 minutes of testing. Informed customer of issue and repair options. Customer stated they will replace the batteries in house. Unit passes all other tests and calibrations to manufacturer standard. Unit is not cleared for clinical use with its existing batteries. Additional information was requested from the customer with regard to the repair and status of the iabp and if any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : repair not performed by getinge.

Event description:
N/a.